Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at the distributor. Upon evaluation, there was an intermittent pulse wire inside the trunk cable. A review of the download data from the last patient to use this electrode belt indicates that the patient was receiving therapy electrode placement fault notifications. The intermittent pulse wire cannot be ruled out as a potential contributing cause. The root cause of the intermittent pulse wire is excessive force placed on the cable. No adverse event resulted from the damaged wire.

Event description:
During servicing of an electrode belt which was returned for an unrelated issue, an intermittent reportable problem was found.